Manufacturer narrative:
Service history review was conducted. The report indicates that the: service history review: part no: 05.000.008, lot no: 004403, a service history of the past three years has been reviewed. The item was previously returned for service on (B)(4) 2013 due to electronic control damaged. The customer called in a service request for this item on (B)(4) 2015 and reported that the device is inoperable-device won't turn off when connected to power. The previous service condition of electronic control damaged is relevant to the current complained issue of the device is an inoperable-device that won't turn off when connected to power. The manufacture date of this item is (B)(4) 2011. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was performed ¿ the customer reported the device was running continuously. The repair technician reported the motor was locked up. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: housing (new lot #), circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on (B)(6) 2015. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently in the evaluation process. A review of the service history records has also been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hand piece for battery powered driver continuously runs while connected to the power source. The complained issue was discovered during a routine instrument inspection. There was no patient or surgical involvement. This report is 1 of 1 for (B)(4).